Event description:
It was reported that the patient had a golf ball sized aneurysm on his right corpora. The corpora was very thin and a bubble had formed in the right of his penis. An inflatable penile prosthesis (ipp) replacement surgery was performed and during the procedure it was found that a hole in the right cylinder had leaked fluid into the aneurysm. The physician repaired the corpora by stitching it back together and he was able to re-implant a new ipp. The surgery results were good and the patient is expected to fully recover.

Event description:
It was reported that the patient had a golf ball sized aneurysm on his right corpora. The corpora was very thin and a bubble had formed in the right of his penis. An inflatable penile prosthesis (ipp) replacement surgery was performed and during the procedure it was found that a hole in the right cylinder had leaked fluid into the aneurysm. The physician repaired the corpora by stitching it back together and he was able to re-implant a new ipp. The surgery results were good and the patient is expected to fully recover.

Manufacturer narrative:
Information corrected: patient codes.

Event description:
It was reported that the patient had a golf ball sized aneurysm on his right corpora. The corpora was very thin and a bubble had formed in the right of his penis. An inflatable penile prosthesis (ipp) replacement surgery was performed and during the procedure it was found that the right cylinder bulged and had a hole that leaked fluid into the aneurysm. The physician repaired the corpora by stitching it back together and he was able to re-implant a new ipp. The surgery results were good and the patient is expected to fully recover.

Manufacturer narrative:
Information updated: describe event or problem, device codes and evaluation conclusion codes. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.